Manufacturer narrative:
D.10. Concomitant products: unknown endo gi, unknown endo gia instrument, (lot# unknown). Vagal-sparing versus non-vagal-sparing roux-en-y gastric bypass: complications and weight outcomes dr. Tala abedalqader, 2025, obesity surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between january 2011 and december 2023 with 1 to 5 years of follow-up, a retrospective study compared the outcomes of patients who underwent roux-en-y gastric bypass via a non-vagal sparing versus vagal sparing approach for the treatment of morbid obesity. A total of 1,521 patients were included in the study. It was noted that the gastrojejunal anastomosis was created with an endo gia linear stapler or via a hand sewn approach. Complications included were anastomotic leakage for 5 patients and gastrojejunal stricture for 8 patients, both of which were treated with endoscopic or operative intervention. Vagal-sparing versus non-vagal-sparing roux-en-y gastric bypass: complications and weight outcomes dr. Tala abedalqader, 2025, obesity surgery.